Event description:
During heartware rvad implantation, it was reported that the patient experienced a drop in flow. Inspection of the device revealed that the strain relief links had separated causing the outflow graft to kink. The surgeon reconnected the strain relief and repositioned the outflow graft resulting in the patients flow levels returning to normal. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that when the vad was turned on during implantation, there was a sudden drop in flow. The outflow graft attached to the pulmonary artery revealed that the strain relief links had come apart and caused an outflow graft kink. It was stated that the surgeon had removed some of the links in the strain relief during the implant and covered the strain relief with a fabric membrane. The fabric membrane was removed and the strain relief was re-positioned and re-attached resulting in the return of flows to the expected levels. There was no patient injury as a result of this event. The pump ((B)(4)), outflow graft and strain relief were not returned as they remain implanted; therefore testing could not be performed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The "drop in flow" event was confirmed via log file analysis which revealed a sudden drop in estimated flow from approximately 4.5lpm to 2.0lpm. Parameters have been within normal operating range throughout the various speed changes in the available data. The most possible root cause of the reported "inadequate flow rate" event can be attributed to user manipulation error due to removal of a portion of the outflow graft strain relief links leading to a kink in the outflow graft; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.